Manufacturer narrative:
Qn (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The service history information was reviewed for the reported complaint. There were no problems identified during the review of the service history for this device. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported ""helium loss alarm" reported by the customer while in use; therapy has been completed replacing the pump with another available pump. No adverse patient condition reported by the customer".

Manufacturer narrative:
(B)(4)

Event description:
It was reported ""helium loss alarm" reported by the customer while in use; therapy has been completed replacing the pump with another available pump. No adverse patient condition reported by the customer".